Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: customer reports their 8110 (sn: (B)(4)) not passing the disk holder portion of the binary sensors test. Failure device type: failure problem type: failure mode: case resolution: informed customer this is most likely due the pressure sensor board, due to the disk flag sensor is on the board. Recommended replacing pressure sensing board, or sending in for repair. Provided part number for board, and emailed customer our fixed level pricing list. Customer will seek direction from their leadership. Ended call. Ref: (B)(4).